Event description:
It was reported on (B)(6) 2022, a 25mm navitor tavi valve was selected for implant. After releasing the valve, the valve "popped" out but did not block any coronary arteries. The valve was snared back into place a valve in valve was performed. A non-abbott valve was implanted. There were difficulties deploying the second valve and the user lot wire position and had difficulties crossing the first valve due to the wire position. After the second valve was placed post dilation was performed. There were no tensions noted with the delivery system. The navitor tavi valve implant depth prior to migration was 3-7mm and the second valve's implant depth was 9mm. The patient a 70 degree acute aortic angel and the patient's annular dimension had an inner diameter of 22mm. The patient was reported to be in stable condition and did not experience any adverse health consequences during the procedure. Operative notes and echo images were requested but cannot be provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of valve migration was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the navitor tavi valve, instructions for use, artmt600148225 revision a "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."